Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed pump supplies to address the issue. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl, cause was unknown. Customer delivered a correction bolus to address the high bg. Recommendation was made to consult with healthcare provider regarding diabetes management.